Event description:
It was reported that this patient had complained of chest tightness and discomfort around the pocket area of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The physician had suspected an erosion, however after further investigation is was noted that an infection was present and a revision was planned. The s-ICD was removed, but it was not possible to extract the lead thus the lead was cut at the sternal notch leaving a portion of the sternum intact as the infection mainly was at the pocket site. The wound was left to drain, and no additional adverse patient effects were reported. The s-ICD and electrode will not be.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.